Event description:
A patient contacted zoll customer support to report that the response buttons on his monitor were not working. The suspect monitor was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the response buttons not working was a stuck rear response button switch. The cause of the stuck switch was a collapsed metallic dome within the switch. The root cause of the collapsed dome has not been positively determined. No adverse event resulted from the faulty response button. The patient received a replacement monitor.